Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue or/and user had high glucose values. Manufacturer contacted customer with follow up phone calls on (B)(4) 2016 customer reported was hospitalized on (B)(6) 2016 because fell in the bathroom, customer's husband took her to the hospital; customer had cat scan for broken bones checkup, blood glucose level was 600mg/dl at arrival customer did not reported the treatment applied at the hospital. On (B)(6) 2016 customer informed received the new device replacement and satisfied with the blood glucose reading with results obtained of 114mg/dl; customer informed feels well.

Event description:
The customer is concerned with the results of the hi (more than 600mg/dl) in the meter's memory. The customer is feeling drowsy and is having a headache. Customer knows that sugar is high since get a headache. Customer informed does not require medical attention. The customer's expected blood result is 90mg/dl-115mg/dl fasting. Verified the strips expire 8/17/2018. Customer confirms the strips have been stored in the kitchen and were first opened february 2016. Reviewed meter memory: hi- (B)(6) 2016 05:26:00 pm fasting:no; hi -(B)(6) 2016 05:24:00 pm fasting:yes; 30 mg/dl(B)(6) 2016 4:57pm fasting:yes; lo -(B)(6) 2016- 4:55pm pm fasting:yes; hi -(B)(6) 2016- 3:05pm pm fasting:yes. The time on the customer's meter is incorrect.